Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) the device had early battery depletion as this device showed less than eight months remaining a month after implant. Moreover, it was noted that the device was drawing excessive power immediately after implant. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) the device had early battery depletion as this device showed less than eight months remaining a month after implant. Moreover, it was noted that the device was drawing excessive power immediately after implant. This device was explanted. No additional adverse patient effects were reported.